Event description:
The customer reported via phone call that the infusion set and sensor are not adhering when it is hot because the customer sweats. Customer's blood glucose was 420 mg/dl due to the product not adhering. Customer treated with a syringe and was able to get his blood glucose down. Customer changed out the infusion set. Customer was using tape from the set. Customer will be sent a sample tape kit.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.